Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s whole system was taken out because it was not working and made the patient¿s stomach worse; the patient noticed it right away when implanted. It was noted that they could not even turn up the stimulation and the patient had to stay at almost zero the entire time. The patient did not know the explant date, but it was noted that after a year, the whole system was taken out. No further complications were reported/anticipated.